Manufacturer narrative:
Lot number is unknown. Therefore, the 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Date of event: publication year of 2004. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. (B)(4).

Event description:
Title: laparoscopic right hepatectomy: surgical technique. Authors: nicholas o¿rourke, f.r.a.c.s., george fielding, f.r.c.s., f.r.a.c.s. Citation: j gastrointest surg (2004); 8:213¿216. Doi:10.1016/j.gassur.2003.11.008. The objective of this study was to demonstrate the safety of laparoscopic right hepatectomy for benign or malignant disease. From november 1999 to september 2002, laparoscopic right hepatectomy was performed in 12 patients (4 male and 8 female; mean age: 56 years; age range: 41 to 75 years). The surgery followed three distinct phases: (1) portal dissection, in which hook diathermy and harmonic shears (5 mm ultracision; ethicon) were used to dissect and divide the right hepatic duct and artery between clips; (2) dissection of the vena cava, the minor hepatic veins were divided using harmonic shears (5 mm ultracision; ethicon) and (3) parenchymal division, in which the harmonic shears and linear staplers are used to divide the liver. Reported complications included bile leakage (n-1) which resolved spontaneously by day 8 and troublesome bleeding from minor hepatic veins (n-1) in which the patient was converted to open hepatectomy. In conclusion, laparoscopic right hepatectomy is feasible and safe in highly selected patients with benign or malignant conditions. It can offer the usual benefits of laparoscopic surgery and may have an oncologic advantage.